Manufacturer narrative:
This is our combined initial and report on this incident.

Event description:
The customer reported discrepant results between immucor echo and tango infinity. Customer ran a patient sample that was 4+ pos for anti-jka on two different immucor analyzers and yielded a positive result. Testing the same tube was run on tango infinity with biotestcell 3, # 8815021-00 and biotestcell-11, #8817011-00 and the results were negative. The customer did neither provide the patient samples had caused discrepant results for investigational testing nor the allegedly defective lot of biotestcell 3. Therefore our quality control laboratory tested their retained sample of biotestcell 3 with different samples and controls (e.g. : anti-d, anti-jka) on tango infinity. The reagents that were used for testing on customers site were also used for qc testing. All test results were as expected, all positive reactions were clearly positive, no irregularities were found. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation of all three batches showed no irregularities which might have negatively affected the quality of the allegedly defective lots. The involved tango infinity was inspected by our field service engineers. The instrument had only recently been installed at the customer's site. The log files did not show any issue relevant abnormalities. The positive and negative solidscreen ii quality control resulted as expected. Other samples with positive antibody screen and panel results from the lab journal meet the criteria for the positive result evaluation. The instrument is working within specifications.